Event description:
See manufacturer# 3004209178200904713. It was reported that the patient experienced no stimulation sensation. The patient increased his stimulation to 10 with no results. The patient programmer responded and adjusted the stimulation. The last time the patient used his stimulation was in early april. The lead impedance measurements were greater than 3,600 ohms. The patient lost stimulation on his right side approximately 1.5 years ago due to electrodes 0-3. The therapy was lost on his right side about 1 month ago. The patient was programmed to the right electrodes 8, 9, 10 and 11. Electrodes 9 and 10 were intact. The patient was able to feel therapy on his right side. An x-ray confirmed that everything looked okay. The company representative confirmed that they were able to get satisfactory stimulation with the remaining electrodes. There were no plans for an immediate revision surgery. Further information is being requested from the hcp.

Manufacturer narrative:
(B) (4).